Event description:
The lawyer reported that the patient underwent a total right hip atroprosthesis on (B)(6) 2011 at the villa stuart clinic in rome with abgii mod. And discharged on (B)(6), 2011. Although the patient diligently followed the prescribed post-operative therapy, there was never a recovery and her condition progressively worsened. The patient lived for years with severe coxalgia and with very serious limitations on the prosthetic joint. Only in the early 2020 through radiological and laboratory investigations, they gave evidence of an adverse reaction to the metals of the implanted prosthesis (metallosis) with the development of pseudotumor in the right iliac fossa. The patient then had to undergo long periods of hospitalization and further surgery on (B)(6) 2020 prosthesis explant surgery and antibiotic spacer positioning. On (B)(6) 2020 surgery to remove pseudotumor in the right iliac fossa. On (B)(6) 2020 intervention to remove spacer and revision implant. On (B)(6) 2020 debridement surgery with antibiotic pearls positioned.

Manufacturer narrative:
Reported event: an event regarding altr and metalosis involving a abgii modular device was reported. The event was confirmed.   Method & results: device evaluation and results: device evaluation was not performed as no devices were received device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr and metalosis is considered to be under the scope of this recall. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported metallosisis considered to be under the scope of this recall. No further investigation is required.

Event description:
The lawyer reported that the patient underwent a total right hip atroprosthesis on (B)(6) 2011 at the (B)(6) clinic in (B)(6) with abgii mod. And discharged on (B)(6) 2011. Although the patient diligently followed the prescribed post-operative therapy, there was never a recovery and her condition progressively worsened. The patient lived for years with severe coxalgia and with very serious limitations on the prosthetic joint. Only in the early 2020 through radiological and laboratory investigations, they gave evidence of an adverse reaction to the metals of the implanted prosthesis (metallosis) with the development of pseudotumor in the right iliac fossa. The patient then had to undergo long periods of hospitalization and further surgery. On (B)(6) 2020 prosthesis explant surgery and antibiotic spacer positioning. On (B)(6) 2020 surgery to remove pseudotumor in the right iliac fossa. On (B)(6) 2020 intervention to remove spacer and revision implant. On (B)(6) 2020 debridement surgery with antibiotic pearls positioned.